Event description:
This has been a gradual on going issue with the machine heating up after several hours of use. May be an electrical issue. I reported it to phillips recently. Https://www.FDA.gov/news-events/press-announcements/FDA-cautions-public-safety-issue-phili ps-dreamstation-2-CPAP-machines here is the FDA link I found on my dreamstation 2 CPAP. I had torn my mask off on monday (B)(6) 2026 evening because of issues. The problem with this machine is not a foam degradation problem (as in the previous phillips recall) but an overheating issue. Last night when I went to use the machine there was a distinct chemical burn smell within the tubing. Slight but still detectable. I have been using the phillips c pap products for many years, and this machine was the replacement the company sent to me (B)(6) 2021, dreamstation 2).